Event description:
It is reported that while the territory manager was performing in-servicing on (B)(6) 2014, the reporter who was a staff nurse at the facility about 5-6 years ago indicated that she had a female pt, (unk diagnosis for admittance and co-morbidities) who developed a bleed associated with pressure from the fms tubes, as revealed by results from lab work and evidence by staff and doctors; however, it is not known where the bleed originated. It is further reported that the pt became more critical and had to be transferred to the intensive care unit (ICU). Lastly, it is reported that the pt did expire; however since the reporting nurse did not follow the pt she is unaware of the final diagnosis.

Manufacturer narrative:
Based on the available information, this event is being reported as a death. The nurse indicated this was all the information she remembered because the event occurred so many years past. Additional pt/event details have been requested, no additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information becomes available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.